Event description:
The pt reported that approx 6 weeks ago, the piston rod of the infusion device made extreme noises during extension and retraction and the insulin delivery was not accurate. He experienced elevated blood glucose of 24 mmol/l (432 mg/dl) and he changed the infusion set. He continued to test his blood glucose (values not provided) and he then switched to insulin injection. After the incident he continued to use the infusion device along with insulin injections. His diabetes educator tested the insulin delivery of the infusion device by delivering 20 units of insulin and comparing to 20 units of insulin from an insulin pen. The diabetes educator stated only half of the amount was delivered by the infusion device. The pt discontinued use of the insulin device and switched to insulin injections. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.